Manufacturer narrative:
The tandem t:slim g4 user guide indicates that novolog has been tested up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level remained elevated (greater than 400 mg/dl) with large ketones. Customer treated elevated bg level with manual injection. System check performed with tandem technical support showed that an alarm occlusion had occurred the previous day. Customer changed out supplies and no additional occlusion alarms occurred. Customer reported that cartridge had been used for five days.